Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv, ra and lv leads were fully explanted and replaced.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a generator change out procedure it was noted that when the left ventricular (lv) lead was attached to the new generator frequent oversensing was noted on the lead. The lv lead was reattached with the same result. Additionally, the lv lead exhibited high pacing impedance, no capture and confirmed low voltage fracture. The lv lead was capped, inactivated and remains in the patient. It was also reported when the right atrial (ra) lead was attached to the new generator and there was no capture. The ra lead was also noted to exhibit high thresholds. The ra lead remains implanted, in-service. The right ventricular (rv) lead exhibited high pacing impedance, no capture and suspected low voltage fracture. The rv lead was capped, inactivated and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: d314trg crt-d implanted: (B)(6) 2012; 357-40c crt-d implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a generator change out procedure it was noted that when the left ventricular (lv) lead was attached to the new generator frequent oversensing was noted on the lead. The lv lead was reattached with the same result. Additionally, the lv lead exhibited high pacing impedance, no capture and confirmed low voltage fracture. The lv lead was capped, inactivated and remains in the patient. It was also reported when the right atrial (ra) lead was attached to the new generator and there was no capture. The ra lead was also noted to exhibit high thresholds. The ra lead remains implanted, in-service. The right ventricular (rv) lead exhibited high pacing impedance, no capture and suspected low voltage fracture. The rv lead was capped, inactivated and remains in the patient.